Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seal was broken on the bottom case and plunger assembly. The device was also cracked on top case by the tube holders and cracked on right plunger case. The device history report showed motor rate error. A motor rate error was found during occlusion test. The tech fund a combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out due to normal wear. The root cause was noted to be normal wear. The tech replaced motor assembly, worm gear, leadscrew and clutch halves. Performed pm maintenance and all functional testing which passed. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.

Event description:
It was reported that the device motor malfunction error. No patient injury reported.